Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to sense and failure to capture were not confirmed. A complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported the patient presented for implant procedure. During the procedure, it was discovered the right ventricular lead exhibited a loss of capture and a loss of sensing. The physician elected to complete the procedure with a different lead. There were no patient consequences.